Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of sheath tear. It was also observed that a part of the sheath was stretched and edges near the tear were rough. Based on the condition of the returned unit, it is likely that an object or instrument came in contact with the sheath, resulting in a hole or tear. As the sheath experiences stresses during use, it is possible that the hole or tear propagated through the sheath when the device was being retracted.

Event description:
Procedure performed vat left upper lobectomy event description: [facility] hospital this is a complaint from the market. Report from the sales rep; forceps, suction tubes, sutures, and electrocautery were inserted and removed postoperatively, and the sheath was torn. It is unknown if any debris remains in the body cavity. Surgery time is 3 hours, as usual. The damage was confirmed after the surgery was completed. The event unit will be returend to amr for further evaluation. Intervention: ni patient status: unknown // the part of seath can be remained in the patient body.

Manufacturer narrative:
The event unit is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vat left upper lobectomy. Event description: [facility] hospital. This is a complaint from the market. Report from the sales rep; forceps, suction tubes, sutures, and electrocautery were inserted and removed postoperatively, and the sheath was torn. It is unknown if any debris remains in the body cavity. Surgery time is 3 hours, as usual. The damage was confirmed after the surgery was completed. The event unit will be returned to amr for further evaluation. Intervention: ni. Patient status: unknown // the part of seath can be remained in the patient body.